Manufacturer narrative:
Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery in a 78-year-old male patient for protected percutaneous coronary intervention (pci). The patient¿s past medical history was significant for prior coronary artery bypass grafting (CABG), known coronary artery disease, and renal insufficiency. The patient¿s clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions (scai) stage c cardiogenic shock. Prior to hospital admission, the patient experienced a fall resulting in generalized bruising and a subarachnoid hemorrhage, which was confirmed to be stable on computed tomography (CT) imaging prior to the cardiac catheterization procedure. Following the procedure, the patient experienced seizure-like activity overnight. Repeat CT imaging demonstrated a subdural hematoma in addition to the previously identified subarachnoid hemorrhage. Based on the patient¿s intracranial findings, systemic anticoagulation was not initiated in the intensive care unit. The impella purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. Per the treating physician, there was no impella influence on the patient¿s neurological events. The care team elected to continue withholding systemic anticoagulation and proceed with ongoing impella support while closely monitoring the patient. The risks associated with subtherapeutic anticoagulation during mechanical circulatory support were reviewed with the clinical team. The patient expired while on impella cp support. The death is being conservatively reported; however, based on the available information, the outcome is most likely attributable to the patient¿s underlying clinical condition, including pre-existing traumatic intracranial hemorrhage (subarachnoid hemorrhage), recent fall with associated injury, neurologic deterioration with seizure activity, and the inability to initiate systemic anticoagulation, in the setting of acute myocardial infarction with cardiogenic shock and significant underlying cardiovascular disease (prior coronary artery bypass grafting and coronary artery disease), as well as renal insufficiency.